Event description:
A healthcare professional reported that an emboguard 87, 95 cm balloon guide catheter (bg8795c, lot unknown) kinked during navigation upwards in the common carotid artery, despite sufficient support. Patient presenting with an occlusion at the left m1 segment of the middle cerebral artery (mca, m1) and an occlusion + at the distal portion of the aca, a2 segment (aca a3-a4). National institute of health stroke scale (nihss) score of 18. Type iii aortic arch, tortuous proximal left common carotid artery (cca). Setup: right femoral access: 8f short sheath - emboguard - 5f sim ii (cordis) 125 cm - 0.035 terumo standard. The user catheterized the left cca successfully using the sim ii catheter. However, it was not possible to go high enough with the guidewire to get the diagnostic catheter higher. The user managed to get the emboguard proximal in the left cca where the balloon was inflated to get more support. Eventually it was possible to get the diagnostic catheter proximal in the ica (not higher since there was another kink (roadmap image was made during second attempt with second emboguard). After this the user removed the standard 0.035¨ terumo and changed it for a 0.035 stiff terumo to get enough support to get the emboguard proximal in the ica. At this point, a diagnostic run to confirm the distal m1 occlusion and a3-a4 occlusion. When advancing the aspiration catheter (penumbra red72) and microcatheter (medtronic phenom21 - stryker synchro select) the user felt resistance at some point. When we checked the path of the catheter, we noticed a kink in the emboguard at the arch. It was not possible to remove the kink by pulling the emboguard lower in the cca and after unsuccessfully having tried this we decided to exchange over an amplatz 0.035¨wire for a new emboguard, after which we completed the procedure uneventful. On closer look at the emboguard there is a physical kink in the catheter.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The complaint was submitted with procedural images, which is pending further analysis. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that an emboguard 87, 95 cm balloon guide catheter (bg8795c, lot unknown) kinked during navigation upwards in the common carotid artery, despite sufficient support. Patient presenting with an occlusion at the left m1 segment of the middle cerebral artery (mca, m1) and an occlusion + at the distal portion of the aca, a2 segment (aca a3-a4). National institute of health stroke scale (nihss) score of 18. Type iii aortic arch, tortuous proximal left common carotid artery (cca). Setup: right femoral access: 8f short sheath - emboguard - 5f sim ii (cordis) 125 cm - 0.035 terumo standard. The user catheterized the left cca successfully using the sim ii catheter. However, it was not possible to go high enough with the guidewire to get the diagnostic catheter higher. The user managed to get the emboguard proximal in the left cca where the balloon was inflated to get more support. Eventually it was possible to get the diagnostic catheter proximal in the ica (not higher since there was another kink (roadmap image was made during second attempt with second emboguard). After this the user removed the standard 0.035¨ terumo and changed it for a 0.035 stiff terumo to get enough support to get the emboguard proximal in the ica. At this point, a diagnostic run to confirm the distal m1 occlusion and a3-a4 occlusion. When advancing the aspiration catheter (penumbra red72) and microcatheter (medtronic phenom21 - stryker synchro select) the user felt resistance at some point. When we checked the path of the catheter, we noticed a kink in the emboguard at the arch. It was not possible to remove the kink by pulling the emboguard lower in the cca and after unsuccessfully having tried this we decided to exchange over an amplatz 0.035¨wire for a new emboguard, after which we completed the procedure uneventful. On closer look at the emboguard there is a physical kink in the catheter. One image was received, and the review was made by an independent physician the results are shown below: ¿the images show a type iii arch with an acute angle from the arch to the left common carotid artery. Given this angle, any loss of internal support (by removing the internal device) in combination with minimal forward moving (eg. Due to advancing an internal device) may lead to a kink. This is a common finding in, according to the literature, 6% of the cases with such anatomy. The solution used by the physician is clearly the best alternative in those cases¿. The initial examination of the returned emboguard device identified kinks on the shaft at approximately at 163 mm, 49 mm, and 635 from the distal tip of the device there was also evidence of damage (flattening) located at 148 mm ¿ 153 mm, 298 mm ¿ 305 mm, and 598 mm ¿ 605 mm from the distal tip of the device. No further damage was noted at any other location on the device. The visual inspection also indicates that the returned emboguard device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The returned emboguard device was able to be successfully inflated and deflated as per the procedural steps in the IFU, confirming that the ability of the balloon to inflate and deflate was not impacted by the kinks present. A minimum ID check of the emboguard device confirmed that there was no restriction in the main lumen of the device, as the ball gauge was able to be advanced through the entire device without resistance. The event description reported that the device became kinked during a procedure. There was evidence of kinking on the returned device; therefore, the complaint event is confirmed. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. The additional instances of damage (flattening) were not mentioned during the report and are considered unrelated to the complaint event. This damage may have been caused by device manipulation and shipment post the event complaint. The returned emboguard device passed a minimum ID check using a ball gauge, as the ball gauge was able to advance through the entire bgc main lumen without restriction. The returned emboguard device was able to be successfully inflated and deflated in a straight configuration confirming balloon inflation/deflation was not impacted by the kinks present. The recreation using a sample emboguard device revealed that a tortuous anatomy can contribute to kinking of the device. There is no indication that this complaint was as a result of a defect or malfunction of the emboguard device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer's ref #: (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3 and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.